Event description:
While the device was still in the box, it could not be interrogated and would not connect. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the no telemetry condition was confirmed at the start of analysis. All other functionality was normal at the device level. During the hybrid level analysis, a por (power on reset) event occurred and the no telemetry condition cleared. Several anomalies were observed in a hall sensor relating to magnetic field detection and the magnet signal stuck high after detection. This abnormal integrated circuit behavior could not be conclusively linked back to the no telemetry condition, and a root cause was not identified.